Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a recent weight loss, patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned to address the issue.

Manufacturer narrative:
Ipg to shift and cause pocket pain was reported to abbott. The issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.